Event description:
Per the clinic, the patient sustained a head trauma on (B)(6) 2015 resulting in the loss of his abutment. Subsequently on (B)(6) 2015 the patient was administered general anesthesia to facilitate placement of a new abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.